Event description:
It was reported that patient experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed error did not reappear, and successfully started new sensor session.